Event description:
I have been using dexcom g6 continuous glucose monitor for more than a year, over the past several months I have had a chemical burn/rashes from adhesive tape on sensor. I did not change anything I've used and have been getting tiny open blisters underneath the sensor. Called customer service and was not taken too seriously with them claiming it was probably something I have done wrong. FDA safety report ID# (B)(4).